Manufacturer narrative:
Results - velcro. The hospital has been given velcro to fix this issue and since we have no serial number we cannot confirm that the unit has been fixed.

Event description:
It was reported that the mattress slid off the litter of an m-series stretcher because the velcro was no longer attached to the litter. There was patient involvement and no adverse consequences.